Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records and x-rays were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6(device code) product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Medical records reviewed for MDR reportability. Patient was revised for pain and metallosis. Patient had complained of squishing sensation with frequent popping/clunking in hip. Elevated metal ions were also reported and confirmed by lab results to be greater than 7 parts per billion. Revision surgical note reported significant metallosis, grayish joint fluid, some osteolysis around the femur particulary calcar in posterior femur, small amount of corrosion at the trunnion. The surgeon reported the cup was vertical and anteverted with un-coverage anterior but since there was no impingement or edge loading and cup was stable, the cup was not revised and a face-changing liner was used instead. The cup will not be reported at this time. There was no primary surgery report within medical records reviewed at this time. A depuy unknown head, liner and stem will be reported. Complaint be updated as depuy products are confirmed and sticker sheets or part/lot is received.

Event description:
Ppf alleged metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).